Event description:
Reportedly, at the (B)(6), there are 47% of delayed remote follow-ups.

Event description:
Reportedly, at the (B)(6) hospital, there are 47% of delayed remote follow-ups.

Manufacturer narrative:
Analysis synthesis: analysis of the expertise files revealed that the function responsible for generating follow-up schedules for smartway only includes items when the local day corresponds to the utc day. If the local date differs from the utc date (even by a few hours through midnight), the function returns an empty list, resulting in patients missing follow-ups. The event is related to a bug in the current code version, leading to inconsistent date comparisons. The issue was temporarily fixed by modifying the home monitors configuration. A patch will be deployed beginning of may to permanently resolve the problem.